Manufacturer narrative:
Additional data: h6- type of investigation code: 3331- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vicm5_12.1; -7.5 diopter implantable collamer lens that was intended for the patient's right eye (od); had became stuck in the cartridge/injection system. This occurred on (B)(6) 2022. There was patient contact with no injury. Lens was not implanted. On this same date a replacement lens of the same length was implanted and the problem was resolved. The cause of the event was reported as unknown and it was noted "the lens and cartridge got stuck and jammed".